Event description:
Caller reported air bubbles or gaps in the tandem mobi cartridge, observed during pumping, despite using room temperature insulin and completing air bubble removal steps. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed completing necessary steps and resumed insulin, effectively managing the situation without further assistance from technical support.